Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the patient's right atrium was considerably small and "lead delivery did not go easy because the lead tip could not catch the auricle." It was noted ra lead placement was attempted several times, however, persistent noise was confirmed only in atrial-electrogram (egm). The connection of the lead was checked, along with the analyzer, but the noise persisted. A "lead anomaly due to stress being applied on the lead over a long period of time during manipulation" was then suspected. The ra lead was explanted and replaced and the noise was no longer observed. No patient complications have been reported as a result of this event.